Event description:
The device, once pulled in, kept displaying an error of prior use. It also said that the manufacturer did not clear the device for use. Another device was opened and it worked properly with no error messages.